Manufacturer narrative:
The following devices were also listed in this report: triathlon size 3 universal baseplate,cat# unknown lot# unknown triathlon asymmetrical 35 cemented patella cat# unknown; lot# unknown triathlon size 3 left ps femur cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported the patient's left knee was revised due to infection. All implants were removed. Rep confirmed that no further information will be released by the hospital or surgeon.